Event description:
This is report 2 of 2 for (B)(4). It was reported that during an arthroscopic rotator cuff repair surgery, the surgeon used an unknown drill guide device to drill and then inserted the versaloop 2.5 device. During the procedure, they discovered what appeared to be metal shavings scattered inside the joint. The surgeon used a shaver to remove the shavings and confirmed that no shavings remained inside the body. The reporter stated that it was possible the drill itself had been shaved, as it showed signs of wear or scratching. However, it is unclear whether the drill guide or the drill had been bent, or if the patient's bone was too hard, causing the drill to be shaved. There were no delays to the surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: investigation summary: ¿ the complaint device was not returned to j&j medtech orthopaedics, therefore unavailable for a physical evaluation. J&j medtech orthopaedics has an agreement with the legal manufacturer of the device, which obligates j&j medtech orthopaedics to report any product complaints to each manufacturer respectively. J&j medtech orthopaedics acts strictly as a distributor and is not responsible to investigate these complaints or make decisions regarding MDR and mdv filing. The legal manufacturer has been notified and the objective evidence is attached to this complaint record. The complaint will now be closed. If additional information is received from the legal manufacturer, j&j medtech orthopaedics will reopen the complaint to include this information.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: updated device evaluation: investigation summary: the complaint device was not returned to j&j medtech orthopaedics, therefore unavailable for a physical evaluation. The investigation was conducted by a cross-functional team comprising representatives from engineering, production, quality control, and quality assurance. The findings presented reflect their collective assessment. According to the device master record (dmr) of versaloop family, this device undergoes both in-process and final inspections during the manufacturing process. Additionally, the device in question was not returned to tag for investigation and no supporting images were provided by the customer. Please refer to the instructions for use (IFU), for the necessary information regarding the proper use of this device. Following a review of the complaint description and the requirements outlined in the instructions for use (IFU), and in the absence of supporting images, device return, or identification details such as part number (p/n) and lot number of the device in question -tag investigation team was unable to verify the complaint. Based on the available information, the complaint has been determined as not justified. The root cause appears to be misuse of the device, as the instructions for use the instructions for use (IFU) were not followed. To prevent device breakage or damage, it is essential that the surgical procedure be performed in strict accordance with the guidelines provided in the instructions for use (IFU), particularly the ¿instructions for use¿ section. Root cause: not justified complaint-IFU instructions not followed, cause misuse of the device. No follow up activities are required. Based on the tag investigation results, the overall complaint was not confirmed. J&j medtech orthopaedics has an agreement with the legal manufacturer of the device, which obligates j&j medtech orthopaedics to report any product complaints to each manufacturer respectively. J&j medtech orthopaedics acts strictly as a distributor and is not responsible for investigating these complaints or making decisions regarding MDR and mdv filing. The legal manufacturer has been notified, and the objective evidence is attached to this complaint record. The complaint will now be closed. If additional information is received from the legal manufacturer, j&j medtech orthopaedics will reopen the complaint to include this information. H6: investigation conclusions updated.